Event description:
It was reported that on (B)(6) 2015 the pt inserted their contact lens (od) and immediately felt a burning sensation. Unable to remove the lens, the pt visited their local optician for removal. Upon removal of the lens the optician noticed a major corneal abrasion. Chloramphenicol 1% (3x daily) and an unknown steroid were prescribed to treat the epithelial staining and/or abrasion. The optician informed cvi the following: medical intervention was required to preclude permanent impairment due to persistent epithelial defect, the medical event did not result in any permanent conditions, and the medical event has completely resolved.